Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output. The root cause was determined to be a defective speaker.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. At the time of the call to dexcom technical support no serious injuries were reported. Patient's mother claimed patient experienced a low reading and intervened by waking patient and providing 24 grams of grape juice. Patient's mother reported no further intervention was necessary. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were not functional, but device did vibrate. Dexcom has issued an rga for patient to return the device to be investigated.